Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent system functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Onsite investigation determined that the umc node would not properly load. The workstation boards, connectors and power supplies were reseated during the service call. The system was tested and found to be working as intended and put back into service.